Event description:
It was reported that the battery will not load. Customer tried first to change the power supply but they could not see that the battery start loading. The device was changed to continue the therapy. The procedure was not interrupted and there was no impact for the patient.

Manufacturer narrative:
The device was sent to our technical center so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.